Manufacturer narrative:
Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 12apr2017. The review was performed from the date of manufacture to the present date (B)(6) 2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had replace power cord supply by customer. There was no reported patient involvement.

Event description:
It was reported that the power cord supply was replaced by the customer.

Manufacturer narrative:
Correction : device manufacture date; annex a : a25. Annex g : g04105, g02001, g02002. Annex b : b11, b14. Annex c : c19. Annex d : d14. Additional information : annex a : (B)(6). Annex g : g02026. Annex c : c070601. Annex d : d15.

Manufacturer narrative:
After investigation this file is determined to be not-reportable.

Event description:
It was reported that the device had replace power cord supply by customer. There was no reported patient involvement.